Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the malfunction. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl, so there was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump, and the customer was advised on using an alternate backup therapy to maintain insulin delivery. The customer was also provided instructions on putting the pump into storage mode before returning it. A replacement pump was sent by technical support, and the customer was instructed to return the faulty pump to tandem using a pre-paid label within 10 days.